Manufacturer narrative:
The technician replaced the sticking CPR valve to repair the bed. The technician indicated the valve was sticking due to contamination in the hydraulic fluid.

Event description:
Info received indicates the head section will not go up.